Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment.

Event description:
It was reported that the tip of a bone biopsy needle broke during a biopsy. The physician was performing a tibia bone biopsy, when he noticed that the tip of the needle broke at the distal end and was hanging by a thread. Reportedly, the physician did not use anything to tap the end of the needle during the biopsy, and stated that he only used finger pressure. The tibia bone was not a dense bone, as it was eroded and soft. The tip of the needle did not remain within the patient. It was still slightly attached to the needle. He opened a new needle and proceeded with the biopsy. No patient injury reported.